Event description:
The user facility reported that they performed a temporal craniotomy, and extensive head and neck surgery which lasted several hours on a female in 2007 for removal of giant cell tumor. The surgery involved a large resection with a free flap from the abdomen to cover the resection. The surgery lasted several hours. Endura no-react dural substitute was implanted. Patient came in to see the surgeon with headaches, and tenderness. MRI and CT scans showed fluid collection in the infratemporal region that increased over time. The physician performed a re-operation in 2007; an abscess was identified in the epidural space. The surgical site was evaluated (there appeared to be no infection in the subdural space). The endura was not removed as it appeared to be no infection in the subdural space and removing it would have opened up the brain to the abscess. The infection was irrigated with antibiotic solution and a drain placed. The patient is hospitalized and currently being treated with irrigations of an antibiotic solution and close monitoring. Current status: patient is stable. IV antibiotics for several weeks. Radiation postponed due to infection. The infection was cultured. Gram positive cocci reported on gram stain. Infectious disease department is involved with the case. The physician stated it is quite possible the patient developed an infection from the extensive surgery that lasted several hours. There appeared to be no infection in the subdural space and removing the endura could open up the brain to the abscess. The patient is hospitalized and receiving very close monitoring and treatment of the infection. Additional information will be provided as it becomes available.

Manufacturer narrative:
Integra lifesciences corporation is filing a distributor report based upon information provided by the user facility. Correspondence should be sent to: distributor: the product was not returned for investigation. Two product ids (enr20610, enr21012) and lot number (040319nrd, 040809nre) are identified by purchase history search but it is uncertain which one is involved. See scanned pages.